Event description:
It was reported that two (2) clearlink system continu-flo solution sets attached with large bore stopcock extension sets leaked from the clearlink injection sites. This occurred during use in pre-op. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2024-06104. All information can be found under manufacturer report number 1416980-2024-06104. Should additional relevant information become available, a supplemental report will be submitted.